Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that the patient needed an MRI for low back pain. The hcp also reported that it was requested that the patient be sedated for the MRI because the patient¿s back was ¿spasming¿ when he laid flat. Additional information was received from the patient. The patient reported that he didn¿t know what happened. The patient reported that he got reprogrammed. The patient reported that the low back pain and back spasms weren¿t resolved but it was better now that his incisions were opening up and might have to remove devices. Additional information was received from a healthcare professional (hcp), via a manufacturer representative (rep). It was reported that the patient's spine and pocket incision had a small area that wasn't healing due to diabetes. It was noted that there as no infection. The spinal incision and pocket incision were revised and cleaned up by the hcp. It was unknown if the issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a manufacturer representative (rep). It was reported that the device worked fine, but there was a small area over the ins that was not healing. The implanting physician referred the patient to a plastic surgeon and was still unsuccessful at getting the area to heal. The device was explanted. It was not an infection and they were not sure what was causing the small area to not heal. The patient refused returning the device for analysis. No further complications were reported.